Manufacturer narrative:
The customer found that the pinch tubing looked worn and replaced it. They also cleaned the ise bath, replaced all electrodes, and primed the ise. The customer ran an ise check and qc successfully. The maintenance actions performed by the customer resolved the issue. Based on the information provided, the root cause of the event could not be determined.

Event description:
The initial reporter received questionable gen.2 ise indirect for na results on a cobas 6000 c501 module. The initial na result was 179 mmol/l. The repeat result was 143 mmol/l. It is unknown if any results were reported outside of the laboratory or what result was deemed correct. The na electrode lot and expiration date were requested but not provided.